Event description:
(B)(4). Cluster headaches, abdominal pain, bleeding 3 weeks out of the month for 7 years, tasting metal, foul odor like rotting flesh, depression, weight gain, foggiest of mind, migraine headaches, stabbing pains like I was getting cut, no libido, 3 inserted coils instead of 2 because one migrated into my uterus and was in pieces, endometriosis, fibroids. End result was a complete hysterectomy which has thrown me into early menopause with unbearable hot flashes.